Manufacturer narrative:
A response to a request for additional information was received, which confirmed the device did not produce audible sound. The results of the investigation were reported in the initial report.

Manufacturer narrative:
The customer requested a part number and price of the audio card. The remote service engineer (rse) provided the part number and price for the audio amplifier card. The customer is taking responsibility for servicing the device and has been notified to contact philips for any follow up. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete

Event description:
The customer reported the audio card failed and needs to be replaced. The device was not in use on a patient at the time of the event, there was no patient involvement.